Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed with the customer that no harm had occurred to the patient and the procedure was completed successfully with a delay of 5 minutes. Philips has inspected the system on site and based on troubleshooting confirmed that the schneider¿s uninterrupted power supply (ups) went to automatic test mode, disconnecting the x-ray system from the main power supply. The x-ray system is designed to provide low dose fluoroscopy when the system is disconnected from the mains power supply and switched to ups power supply. In this case, the x-ray system worked as per design switching to low dose fluoroscopy mode when the ups disconnected the x-ray system from mains power supply. Once the ups self-test was completed, the x-ray system was automatically switched back to mains power supply and resumed full functionality. The automatic test mode on the uninterrupted power supply (ups) was disabled by schneider¿s service personnel to prevent recurrence of the reported issue. No malfunction of the philips x-ray system could be identified and it was found to be working within specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from the bundesinstitut für arzneimittel und medizinprodukte (bfarm), submitted by a healthcare professional from johannes wesling klinikum minden (bfarm-fallnummer: 07331/20). In this report, it was stated: "during an intracerebral thrombectomy on 26-may-2020 at about 5:30 pm the angiography system failed without warning. A message appeared on the examination monitor indicating a power failure and the device will switch off shortly. The signal system in the control room showed nothing, so neither the red light was on, nor the green light. From this point on, a series display and further functions such as roadmap were no longer possible. The fluoroscopy was not sufficient for the intervention, so that the patient was in a life-threatening situation. We immediately informed the house technician. After approx. 5 minutes without any action on his part the system was available again though." No patient or user harm has been reported to philips. Philips has initiated an investigation of this complaint.